Event description:
It was reported that the patient had pain due to a hemothorax caused by a lead perforation. He was hemodynamically compromised with syncope and hypotension. After the modification to an epicardial lead system on 15-sep-2005, it is reported that the patient suffered multiple stroke attacks. The patient expired five days later. Presentation of events is reported as "the patient died due to a bad physical condition after system modification operation, with open heart surgery."